Event description:
It was reported that the patient had a myocardial infarction (mi) the day following device placement. It was stated that they "cathed" the patient and did a thrombectomy. It was unclear if a catheter was used with the patient. It was stated that the patient was "doing fine" after the previous was completed. Additionally, it was noted that the stimulation "had worked very well for the patient." It was indicated that the patient had a history of cardiac problems and the patient had an mi in 2008. It was not clear if the mi after placement was the same mi that occurred in 2008. Additional information was requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).